Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is an approximation. On 08/09/2025, it was reported that the patient was nauseous and vomiting. The patient was wearing a tandem insulin pump and she said she could not get it "to work to give insulin cause the sensor is not working" and was providing an inaccurate reading. However, no specific cgm value was reported. The patient went to the emergency room (ER) for evaluation. At the emergency room, the patient's bg meter was reading 397 mg/dl. No cgm comparison value was reported. The patient was treated with blood pressure medication, anti-nausea medication, and insulin. She was admitted to the hospital and discharged on (B)(6) 2025. The patient refused to provide any further event details. The patient was "feeling better" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.